Manufacturer narrative:
This info was not provided during initial report. No additional info is available. Part number associated with device only sold in europe. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
Pt with right femur shaft fracture was implanted with lc-dcp plate on (B)(6) 2010. Postop follow up on (B)(6) 2010, pt walked with crutches, and medical findings were within the estimated range. Three month postop follow up on (B)(6) 2011, pt walked on single crutch and medical findings showed a non-union. On (B)(6) 2011, pt heard cracking and saw deformation on right femur. Pt presented to ER and medical findings showed a broken plate. Plate was removed (B)(6) 2011.